Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the okay button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/10/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 02/24/2015 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok keypad button was found to be unresponsive; all other keypad buttons responded appropriately. There was evidence of contamination found under all of the keypad contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a dim, faded display screen. The audio bolus button response was not able to be tested due to the unresponsive ok button; the pump did not move passed the verify screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.